Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s black box history was not able to be downloaded. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The complaint that the pump emitted a call service alarm was not able to be adequately investigated due to the display being blank.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The distributor alleged that the pump emitted a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.